Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3.h4, h6, h8, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black image a root cause could not be identified. Based on the results of the investigation, the most probable cause is likely due to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had e216 scope communication error. The event occurred before sedation of a therapeutic esophagogastroduodenoscopy procedure, which was completed using a similar device. The procedure was prolonged by less than 30 minutes. There were no reports of patient harm.